Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: d4 UDI.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, when the needle was held with a needle holder to try to suture the peritoneum and fascia and used on the patient, the needle was broken at the middle part midway through. The position where clamped with the needle holder and the way the doctor applied force were no different from usual. The needle has broken twice recently and has already been discarded, so there is only one sample left. It was a control release needle. Additional suture was performed to complete the case. When we send the sample to you, we will let you know its return date and tracking number. Lot number - *- unknown if this is the correct lot number. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was received: when the needle was broken, the needle residual limb was retrieved without falling into the surgical field. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.